Manufacturer narrative:
Product event summary: the data files were not related to the date of the event. The sheath was not returned for investigation. There was no indication of product malfunction. A known clinical issue was encountered during the procedure (pericardial effusion and hypotension).

Event description:
It was reported that following a completed cryo ablation procedure using an electrophysiology (ep) catheter and a competitor catheter, the patient's blood pressure declined and a pericardial effusion was confirmed. Drainage was performed. It was further reported that the patients condition was "good". No further patient complications have been reported as a result of this event. Additional information reported that the patient's hospital stay was extended and the patient was discharged without any issues.